Event description:
It was reported that the patient underwent a second revision procedure of the right hip due to deep flexion causing dislocation. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: UDI#: (B)(4). Pictures were provided, however, the event was unable to be confirmed. Visual examination of the provided pictures identified the explanted product. The explanted products shows blood on them and biological debris on the shell. DHR was reviewed and no discrepancies relevant to the reported event were found the root cause of the reported issue is attributed to use error by the patient. Deep flexion of a new hip joint goes against standard hip precautions and is contraindicated. It can lead to dislocation of the prosthetic joint. One example of deep flexion would be not sliding the operative leg forward while sitting down in a chair and flexing the joint greater than 90 degrees. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign: (B)(6). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-02533.

Event description:
It was reported that the patient underwent a second revision procedure of the right hip due to dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.